Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-05381. It was reported that while patient was undergoing a surgery for elective scs ipg replacement on (B)(6) 2018, high impedance was observed on the patient's leads intraoperatively. As such, the leads were explanted and replaced. Effective therapy has been restored post operatively.